Event description:
I purchased a product called the fasciablaster from ab industries, llc in (B)(6) 2016. Beginning (B)(6) 2017 through (B)(6) 2017 I began to feel ill when using it. I developed chronic diarrhea, abdominal pain, severe fatigue, heart palpitations, and low blood pressure. I tried to contact the manufacturer through her (B)(6) page (the only method of contacting this business) but received no response. Upon further research, I learned that I was one of hundreds of other users who had been affected by adverse effects of using the tool. It is marketed as a cellulite cure, along with the inventor claiming it cures everything from that to parkinsons disease. I quit using the device (B)(6) 2017 and made the first visit to my physician (B)(6) 2017. We are monitoring my thyroid levels and I am waiting to get an MRI to see if there is tissue or organ damage then another follow up with a gi specialist. I used the product as directed in the inventors (B)(6) videos and followed her large (B)(6) support group page. I have since learned that page is heavily censored of any negative comments and those who reach out, including myself, are blocked from the page so no follow up can happen to address any concerns.